Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The battery was replaced and the device passed performance verification and was returned back to service.

Manufacturer narrative:
Patient involvement is unknown.

Event description:
The customer reported the ventilator is not charging and it is only running on battery while plugged into ac power. Patient involvement is unknown.